Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation result: a visual examination of the returned complaint device found that the catheter was broken into two pieces and the ends of the catheter was stretched. It was also noticed that the catheter was kinked near the proximal end of the balloon. It is possible that conditions related to the procedure and/or related to the handling/manipulation of the device could have affected its performance and its intended purpose, leading to the observed failures. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
Boston scientific corporation received an unauthorized return of an extractor pro rx retrieval balloon that was used for a procedure performed on an unknown date. It was found that the catheter was broken into two pieces, and the ends of the pieces were stretched. It was also noted that the catheter was kinked near the proximal end of the balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.